Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced an event of inflammation on 25-aug-2024. Patient experienced redness, swelling and heat around the puncture site. Patient took brufen 400mg orally every 8 hours for 5 days. Patient took both drugs floxapen and fucidin for skin reactions. No further information was available.